Event description:
During a remote follow-up, episodes of under sensing were observed on the device. Technical support contacted for advising. No intervention has been performed at this time. The patient was stable and there were no consequences.

Event description:
Additional information was received that the device was reprogrammed to resolve the event.